Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 02-aug-2023. The most recent information was received on 10-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("permanent pain") in a 50 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain"), arthralgia ("unbearable pain in the joints,"), fatigue ("after removal of the implants, severe fatigue"), anxiety ("anxiety / habitual severe anxiety because of my pain"), fibromyalgia ("fibromyalgia"), pancreatitis ("pancreatitis") and burning sensation ("burning sensations"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the abdominal pain, arthralgia, fatigue and anxiety had not resolved. The outcome of fibromyalgia was unknown. No causality assessment was received for essure with regard to fatigue, arthralgia, abdominal pain, anxiety, fibromyalgia, pancreatitis, pelvic pain or burning sensation. The reporter commented: I had surgery as an outpatient. No follow-up that can be properly called such as an outpatient. Consequences. 3 surgeries since then anesthesia 9 times. My social and professional life has slowed down a lot. How can I receive care in france to continue living and working discrepancy noted : date of onset: (B)(6) 2023 & period of occurrence: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) ) on 02-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("permanent pain") in a 50 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain"), arthralgia ("unbearable pain in the joints,"), fatigue ("after removal of the implants, severe fatigue"), anxiety ("anxiety / habitual severe anxiety because of my pain"), fibromyalgia ("fibromyalgia"), pancreatitis ("pancreatitis") and burning sensation ("burning sensations"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the abdominal pain, arthralgia, fatigue and anxiety had not resolved. The outcome of fibromyalgia was unknown. No causality assessment was received for essure with regard to fatigue, arthralgia, abdominal pain, anxiety, fibromyalgia, pancreatitis, pelvic pain or burning sensation. The reporter commented: I had surgery as an outpatient. No follow-up that can be properly called such as an outpatient. Consequences. 3 surgeries since then anesthesia 9 times. My social and professional life has slowed down a lot. How can I receive care in france to continue living and working discrepancy noted : date of onset: (B)(6) 2023 & period of occurrence: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.